Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a supply change, was guided through replacing the cartridge, tubing, and infusion site, and then resumed pump therapy; the user noted elevated blood glucose attributed to recent food intake while allowing the system to deliver corrections. Symptoms included hyperglycemia with a reported peak of 400 mg/dl for approximately two hours, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included troubleshooting and user education by support. Investigation of this case revealed no device alerts or alarms during the event and no confirmed device malfunction. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.